Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no telemetry and no pacing output. The loss of telemetry and function was due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external source. Since no save to disk data could be retrieved from the device and no other data was provided, the analysis result cannot be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while at the doctors office, the field representative was unable to interrogate the device and there was no magnet tone. The patient was sent home untreated. Three days later the device was explanted and replaced with a competitor's device. No patient complications have been reported as a result of this event.